Manufacturer narrative:
Concomitant medical products: product ID: 9733752, serial/lot #: unknown. A medtronic representative went to the site to test the equipment. The emitter was replaced. The system then passed a system checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of procedure. It was reported that the flat panel emitter is displaying localizer faulted. Multiple reboots are required to resolve. No patient was present.

Manufacturer narrative:
Additional information: lot number of concomitant product: 603001951. The emitter was returned to medtronic for analysis. Testing was conducted and the issue was unable to be reproduced. There were no failures found. (B)(4). If information is provided in the future, a supplemental report will be issued.